Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Event description:
The device was implanted on (B)(6) 2014 to the patient with trauma who was (B)(6)-year-old male (B)(6). On (B)(6) 2014, two things were noted with this device. One was that the readings of the icp sensor changed from 40mmhg to 15mmhg. It did not seem to be 40mmhg at first by CT scan. The other is that icp waveforms showed on the vital signs monitor (philips) exactly same the form of the arterial pressure waveforms (a-line). It was suspected that the device was thatching the artery. Due to the incidents, the removal surgery of the device was conducted on (B)(6) 2014.

Manufacturer narrative:
Supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: severe kink in catheter material 5.2cm from sensor case. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 8/21/12. Based on the above evaluation supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. On august 20, 2014, the affiliate informed that the icp express unit p/n 82-6637; s/n (B)(4) will not be returned for evaluation at this time. At the present time this complaint is considered closed.

Event description:
Additional information stated: on august 20, 2014, the affiliate informed that the icp express unit p/n 82-6637; s/n (B)(4) will not be returned for evaluation at this time.